Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported cardiac perforation was unable to be determined. The reported pericardial effusion was a cascading effect of the reported tissue injury and cardiac perforation. The reported patient effects of cardiac perforation and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) punctured the right atrium (ra) during the advancement of sgc across the interatrial septum (ias). Cardiac window was placed to treat the ra puncture. Procedure was discontinued. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) punctured the right atrium (ra) during the advancement of sgc across the interatrial septum (ias). Cardiac window was placed to treat the ra puncture. Procedure was discontinued. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.